Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is likely that interaction with the heavily anatomy resulted in preventing the shaft lumens from moving freely; thus, resulting in the reported activation/deployment failure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a heavily calcified lesion in the right superior femoral artery (sfa) with a vessel diameter of 5.5mm. A 6.0x120mm 6fr supera peripheral self-expanding stent (ses) was advanced over a .014" non-abbott guidewire and through a 6fr in which it was attempted to be deployed; however partially failed to deploy. Therefore, the partially deployed ses was pulled back into the sheath and removed from the anatomy under fluoroscopy. At this point a new supera ses was used and the procedure was completed. There were no adverse patient effects nor clinical delay. No additional information was provided.